Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n19984,3 implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
The consumer reported that there was a loss of therapy and loss of stimulation. The implant had to be revised 4 times and finally she just gave up on it and had it removed. The spinal cord stimulator (scs) was removed in (B)(6) 2010. It was noted that the patient was implanted for chronic low back pain. It was later reported that the patient had an appointment on (B)(6) 2010, but there were no further information regarding the appointment.